Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope was giving error code b30 (scope communication error). The issue occurred during an unknown procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was confirmed. The probable cause was most likely attributed to moisture entering the device and damaged the internal circuit board of the connector. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.